Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Patient gender: unknown as information was not provided. Device lot number: unknown as information was not provided. Expiration date: unknown as product lot number was not provided. UDI number: a complete UDI # is unknown as product lot number was not provided. If implanted, if explanted, give date: not applicable, as the cartridge is not an implantable device. Device lot number is not available, and the device was reported as discarded; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown as product lot number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zxt225 intraocular lens (iol) was partially inserted in the patient¿s operative eye, the lens got stuck in the 1mtec30 cartridge and the patient was left aphakic. There was no patient injury and the device was discarded. No additional information was provided.